Event description:
Boston scientific crm received information that this transvenous defibrillation lead exhibited out of range shock impedances of greater than 125 ohms. It was noted that shock impedances at implant were 70 ohms. Technical services (ts) noted a potential connection issue. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
Additional information was provided that this patient will be receiving a left ventricular (lv) lead implant, at which time the physician will address the high shock impedances.